Event description:
It was reported that there were problems with alarm forwarding for bradycardia alarms in the night of (B)(6) 2025. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A remote support engineer (rse) remoted into the system and pulled the clinical audit trails. The obtained clinical audit logs were reviewed by the rse and forwarded to the clinical application specials (cas) for further analysis. The clinical audit shows that the red alarms for bradycardia have reached the control center and the alarm tone have sounded. This also coincides with the alarms logged via mobile alarm forwarding. It was noted by the cas that the limits for bradycardia detection were lowered from the original 90 to 80 directly on the monitor at 01:09 on august 25th, according to the log files, meaning that a red alarm was only triggered at 60 instead of 70. Neither the monitors nor the control center indicate that a red alarm related to a low heart rate occurred at any other time. The cas stated further that it cannot be confirmed that an alarm at the bedside monitor has not reached the central station. In summary it was verified that an alarm had been raised. An email with the detailed analysis was sent to the customer. Based on the information available and the testing conducted, the device was confirmed to be working to its specification. The reported problem was not confirmed. The device was confirmed to be operating to its specification with no failures found. The customer received a detailed analysis. The device remains is use at customer site.